Manufacturer narrative:
The patient's age at time of event or dob, gender, and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. Recurrence of this malfunction could result in a flow limiting dissection or perforation. No patient injury reported. This MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source: foreign country: (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
Prior to the angiosculpt device, multiple competitor devices (boston mustang) were used in a moderately calcified and moderately tortuous mid sfa, resulting in inadequate expansion of the lesion. Then an angiosculpt device was used with some expansion, however during the first inflation at 14 atm for 15 seconds, the balloon ruptured. The procedure was completed with multiple competitor devices (boston mustang, medtronic in.pact dcb). No patient injury reported.